Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspection were performed with no issues noted. Technician checked for infinite resistance reading from ground to each ac input terminal and the readings were found to be infinite and no issues were noted. The cause for the earth leakage could not be determined. The device was sent for servicing.